Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 45 mg/dl at the time of incident. Customer was advised that he had breakfast. Troubleshooting was declined. The device will not be returned for analysis.